Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the supply line of an amia pd cycler set and supply bag which resulted in a leak. This occurred during dwell of peritoneal dialysis therapy. Renal therapy services (rts) advised the patient to inform their peritoneal dialysis registered nurse regarding the issue. Continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.